Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The fse noted that the doppler was not present. The iabp was then released to the customer and cleared for clinical service. The iabp was checked out and verified for clinical use as the customer requested.

Event description:
It was reported by customer that they wanted the cardiosave intra-aortic balloon pump (iabp) verified to make sure the iabp was running ok. There was no patient involvement, and no adverse event reported.